Event description:
It was reported that the interbody cage was initially placed too far anteriorly. During attempts to reposition the cage, the threads were "pulled out". The final position of the interbody cage was acceptable, but not optimal. There were no reported pt complications.

Manufacturer narrative:
(B) (4): this part is not approved for use in the united states; however, a like device catalog # 2960822, 510k # k041556 was cleared in the united states. A review of the device history records for this device was not possible without additional product info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.